Event description:
Abscess in right cheek, culture revealed staph infection [staphylococcal abscess] rha4 in cheek [off label use] case narrative: united states report received from a physician on 26-feb-2024 and refers to a 66-year-old caucasian, female patient who received rha 4 on (B)(6) 2024, for an unknown indication. The patient's past cosmetic procedures included juvederm ultra plus (hyaluronic acid, lidocaine) injected in (B)(6) 2023, in lips. The patient's medical history included gluten sensitivity. The patient did not have dermatological history, allergies, recent or chronic infection history, disease affecting the immune system or thyroid gland; or family history of auto-immune disease. The patient had no recent vaccination. The patient¿s concomitant medications included juvederm ultra plus (hyaluronic acid, lidocaine) and rha 4 injection in lips performed on (B)(6) 2024, lido (lidocaine hydrochloride) injection, in mouth for crown change on (B)(6) 2024 and atorvastatin used for unknown indication. The concomitant medications included atorvastatin. On (B)(6) 2024, an unknown volume of rha 4 was applied on cheeks. It was not reported if cannula was used for the administration. Co-suspect drug included juvederm ultra plus (hyaluronic acid, lidocaine) taken on (B)(6) 2024 for unknown indication on lips. On (B)(6) 2024, a volume of 1.2 ml (1 syringe) (approximately 0.5 mm in each cheek) of rha 4 was applied in buccal cheeks via needle technique, by using dermaseal cannula size 25 g x 2 in for the administration. Lot#: 22372hl0, expiration date: 16-sep-2024. On (B)(6) 2024, the patient experienced inflammatory reaction after injection in cheek area on one side. On the same day, the patient was started on clarithromycin 500 mg tablet, orally, bid. The patient was not hospitalized due to the event. On (B)(6) 2024, clarithromycin was discontinued, due to upset stomach and dizziness. The patient was changed to doxycycline at dose 100 mg, orally, bid for 14 days. The patient was seen in office after the injection and she reported pain and swelling occurring 2-3 days after injection. Since pain and tenderness has gotten worse and more red (which she did not think anything of) she came for a visit, with redness and induration of skin. On (B)(6) 2024, the patient had incision and drainage done and culture was performed. Result revealed staph infection. Area was drained, purulent drainage. Final diagnosis was abscess in right cheek. At the time of this report, outcome of the event was resolving. The intensity of the event was moderate. It was unknown if the product was available for return. Health effect - clinical code: e172001, abscess. Health effect ¿ device code: a2304 off-label use follow-up received on 04-mar-2024, from the nurse included: updated concomitant medications list, patient's medical history, added second rha4 injection (on (B)(6) 2024), the event recoded from injection site inflammation to staphylococcal abscess and upgraded to serious (intervention required), updated outcome of the event staphylococcal abscess from not resolved to resolving, intensity of event added as moderate as intensity, treatment medications provided (clarithromycin, doxycycline). Narrative updated accordingly. Case comment: a causal relationship between the rha4 and reported staphylococcal abscess is assessed as possible based on the compatible temporal relationship and localization, as well as lack of alternative etiologies that can be identified based on the information reported. Limited information was provided on sterilization practice, post-injection care and other patient factors that could have contributed to the event. The patient had no dermatological history or recent or chronic infection. The company will continue monitoring the benefit-risk profile for the product.